Event description:
It was reported that during device change out for normal eri, the device was found to be in backup vvi mode with defibrillation capabilities disabled. This device was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included in block h10. The reported field event of backup vvi was confirmed in the lab and was due to a law battery voltage. The device longevity was found to be within estimated longevity. The device image was corrupted and was not available for use. The device was tested on the bench with automated test equipment and no anomalies were observed. The root cause of the battery depletion could not be determined.